Event description:
The device was applied during a lobectomy procedure. The instrument was difficult to open. The surgeon manually manipulated the device open without incident. Expiration date: 8/31/2001.